Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On december 4, 2006 at 10:30 am the pt noted the reported meter was displaying the battery indicator icon when she attempted to test her blood glucose level; she did not obtain a reading. According to the owner's booklet for this meter, the meter will display the battery indicator when there is no longer enough power to perform a test; the battery must be replaced. At that time, the pt was experiencing the symptoms of 'not feeling well', dizziness, headache, clamminess and she 'felt high'. The pt took no action following the use of the meter. The pt was at work, and did not test her blood glucose level using any other device. The pt contacted her physician's office, but the nurse refused to recommened a dose of insulin the pt should take without a blood glucose result. The pt has not been able to obtain a blood glucose reading prior to the onset of symptoms. The mas confirmed by reviewing the telephone call that the pt takes humalog insulin and has a current kidney infection. It would have been helpful to determine if the pt had obtained any blood glucose readings prior to the event, her insulin regimen, what meals and medications had been taken prior to the event, if she rec'd any medical attention, and her blood glucose level if tested by an hcp or another device. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt had not replaced the meter's battery according to MFR's recommendations. According to the owner's booklet, the expected battery life is 1000 tests or approximately one year. The meter and test strips were replaced. Although she has not replaced the battery, the pt was unable to obtain a blood glucose reading to the power issue on the reported meter. The patient experienced symptoms suggesting hyperglycemia, and she was unable to ascertain her proper dose of insulin to take. Therefore this complaint is being reported as an adverse event.